Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm micl12.6, -7.0 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. Within the first weeks following surgery as the eye healed and the vision not improving accordingly, it was determined that the icl had been inserted upside down. The patient underwent successful removal and implantation of a replacement lens on (B)(6) 2018. It is reported that surgeon error was the cause of the event.